Event description:
It was reported that on an unknown date, an unknown device was chosen for implant with an amplatzer steerable delivery sheath. It was reported the patient exhibited minor st elevations due to air that resolved without intervention. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of minor st elevations was reported. A returned device inspection to rule out any device-related causes could not be performed as the device was not returned for analysis. Information from the field indicated that the reported event resolved itself quickly. The field also indicated that the physician was able to visualize what looked like air on the fluoro images. No additional information was provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This is being filed as a physician reported that there were about 6 patients who had st elevation that resolved within a few minutes and no interventions. It was suspected that the st elevation was due to air but was not confirmed as there was no confirmation of air visualized in the patient or the delivery system.  It was reported that on an unknown date, an unknown device was chosen for implant with an amplatzer steerable delivery sheath. It was reported the patient exhibited minor st elevations that resolved quickly without intervention. Air was able to be visualized on fluoroscopy imaging. It was noted that there were no major adverse patient effects.